Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert of high, out of range hv lead impedance. The lead impedance stabilized, and the patient will continue to be monitored remotely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.